Manufacturer narrative:
Philips service replaced the pdu fan tray, control module, and fuse, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was completely off on an azurion 7 b12. The clinical use of the system was unknown. There was no reported patient or user harm.